Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected weak battery, bad battery, low battery, battery out limit and failed battery test alarms during our testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The vibrate feature properly and no anomaly noted during our testing. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump alarmed weak battery and had a vibrator anomaly. The customer's blood glucose level was 155 mg/dl at the time of the incident. Troubleshooting did not resolve the issue. The insulin pump was not returned for analysis.